Event description:
System diagnostics igh impedance was identified through the manufacturer's periodic review of the programming history database. The generator was already turned off prior to this detection. No further relevant information has been received to date. No known surgical intervention has occurred to date.